Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer in the auxiliary cabinet would not open and indicated it required maintenance. A field service engineer shut down the station and reseated the drawer cable connections. The engineer powered on the station and observed that all three lights were on the primary medication cabinet board. The engineer then recovered the drawer and checked for debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer wouldn't open, and it was unable to recover the failed unit. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.